Manufacturer narrative:
The device history record (DHR) for the lot number 17169659m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one patient underwent afib ablation using smart touch bidirectional catheter and suffered cardiac tamponed after transseptal puncture. The patient was treated with pericardiocentesis and fully recovered. The physician assessed this event was procedure related.